Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) us, alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿285 mg/dl¿ compared to ¿130 mg/dl¿ obtained on another meter. This complaint is classified according to the documentation of the customer care advocate. According to the patient, she was feeling weak and subsequently tested on the subject meter to get the alleged reading. At the time of concern, there was no reported of any required medical intervention to suggest a serious injury. It was noted the comparison was taken within 30 minutes of each other. The patient was using the correct technique per instruction for use. The blood sample was taken from an test approved site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. There was no evidence the lfs product contributed to a serious injury. The patient¿s symptom and blood glucose reading did not meet lifescan¿s criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.